Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00996081 case subject: npi error code 133.6080 account name: bon secours st marys hospital account #: 1771601 asset name: 8015ls pcu dom v9.33.1.2 a/b/g/n asset location: contact: camar lee contact email: contact phone: (757) 407 4139 contact mobile: patient or user involvement: no patient or user harm: no case description: tech called in for help on 8015ls unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called in for help on 8015ls unit has error cod e133.6080 which is the backup speaker on unit needs to be replace, confirm part number for backup speaker to tech. Thank me for my assist, ref:_00d30y0yr._5000l1qljjh:ref